Event description:
Related manufacturer reference number: 2017865-2023-20550. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead failed to capture. The patient was scheduled for a lead replacement. The lead was capped on (B)(6) 2023. During the procedure, the replacement lead exhibited low p wave amplitude variation and high thresholds and failed to extend the helix after several attempts. The lead was not used, and new lead was implanted.